Event description:
During an unknown patient procedure the surgeon noted the reamer was dull and proceeded to use the device. Procedure was completed successfully. No user/patient injury or adverse events were reported.

Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in process. Once greatbatch medical completes the investigation, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.